Manufacturer narrative:
H10: it has been determined that the problem was caused by a leak in the flow sensor assembly (fsa) which needs to be replaced. Bench replaced the flow sensor assembly (fsa) to resolve the reported issue. It was not possible to keep the client¿s configuration. The device is restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI #.

Manufacturer narrative:
E1: reporter information: (B)(6).

Event description:
Philips received a complaint by bench repair on the v60, indicating that while servicing the device, it was observed that the device was getting an error code 1007 (post) vent-inop: machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.